Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's age not provided/unknown. Patient's gender not provided/unknown. Patient's weight not provided/unknown. Event date not provided/unknown. Device lot number not provided/unknown. Device not returned.

Event description:
It was reported that a screw fractured in the patients mouth. Part of it is still stuck in the implant. Customer spoke with tech support to provide removal techniques.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). The event that was initially submitted on report on oct 24, 2018 no longer meets the criteria of a malfunction that would cause or contribute to a death or serious injury if it were to recur based on additional information received from the customer of the device; the customer stated that the device was removed from the implant and it is not a zimmerbiomet device. Therefore, this would no longer be a reportable event and no further submission will be needed for this device.

Event description:
Customer called and stated that they removed the screw from the implant, but it was not from zimmer biomet device.